Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, at first firing on greater curvature, green button was pressed but handle could not be squeezed. 2 reloads were unable to fire. The first few pins popped out. Another device was used to resolve the issue in order to complete the case. There was no patient injury.